Event description:
Hcp reported the pt had a fall and then 3 days later presented to the emergency room with signs of withdrawal including itching, diaphoresis, hallucinations, and an increase in tone and spasticity. The pt was treated with IV valium and oral baclofen and was sedated. The pt was admitted to the hosp and was continued on the valium/baclofen treatment. Both a dye study and a rotor study performed in 2004 showed negative results. The pt showed continued improvement and was then discharged. The pt is now doing fine and has been weaned off the oral baclofen.